Event description:
It was reported, that the patient experienced two syncopal episodes two weeks, prior to a visit in clinic. The patient denied any other syncopal episode, throughout the time the pacemaker was implanted and lifetime of the system. The patient normally only paced 1% of the time. The generator had reached elective replacement indicator (eri). The right ventricular (rv) lead was found, not to be capturing when tested with a pacing system analyzer though it's capture was normal in 2019, when the device was originally noted, to be at eri. And the physician had deemed replacement not necessary, due to the patient only pacing 1% of the time from the right atrium and ventricle. Rv capture thresholds were high, while sensing and impedance were stable. The rv lead was capped (B)(6) 2024 and replaced and connected to a new generator. The patient was stable before, during and after the procedure.